Event description:
It was also reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted due to sui. It was reported that patient underwent release of tension of urethral sling monarc on (B)(6) 2011 due to urgency, frequency and nocturia. It was reported that patient underwent a cystoscopy with durasphere injection on (B)(6) 2011 for irritable voiding symptoms and mild sui. It was reported that patient underwent interstim placement on (B)(6) 2012 due to medical refractory urgency, frequency and enuresis. It was reported that patient underwent excision of sling on (B)(6) 2014 due to pain. No additional information was provided.